Event description:
Pt's arm (left) was prepared for IV insertion. Nurse stuck the IV in the left ac with good blood return when the vein was accessed. Another nurse assisted to hold pressure to minimize bleeding while the nurse prepared to place j-loop on the port. As she pressed to retract the needle, the green hub of IV came detached and fell off pt's arm while the catheter stayed in his arm. Dr notified. Called vascular surg. On-call to see pt. Vs recommended x-ray of the ac to rule out foreign body. Catheter was not visible on x-ray. Vs made incision into pt's ac and explored vein. No catheter was found. CT of chest was done to rule out foreign body and came back negative. Pt was discharged home per drs' orders.